Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose in the 400 and 500 mg/dl range on (B)(6) 2017. High blood glucose was treated with the insulin pump. No symptoms were reported. The customer also reported that the transmitted and meter were not communicating with the insulin pump. The customer tried to calibrate and noticed it was grayed out and the sensor was turned off. Troubleshooting was not performed. The customer was called back to obtain additional information and could not be reached. The insulin pump will not be returned for analysis.